Event description:
An e-mail report was received that stated the physician performed a non-routine change of the pt's tube due to a leak in the pilot balloon. The ventilator settings were: tv 600, fio2 60, rate 14. No other info was provided in the report.